Manufacturer narrative:
This report is being filed to provide additional information in g.5. Corrected information is provided in d.10. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a terumo bct service technician checked out the machine at the customer site and was able to duplicate the reported condition. It was found that the IV pole was slipping/dropping. Upon inspection, it was found that the reported condition was due to the release latch being engaged when it should be unengaged. The release latch was adjusted and the technician verified the IV pole was stable in the up position successfully. The device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no other problems identified related to the reported condition. Correction: trima field action 30 has been initiated to notify all trima users to use precaution while transporting the device and a caution statement was included in the operator's manual. The IV pole clamp was installed on this device on (B)(6) 2018. Corrective action: an internal CAPA has been initiated to evaluate reports of the IV pole dropping down suddenly. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.

Manufacturer narrative:
This report is being filed to provide additional information in e.3, h.6 and h.10. Invesigation: per the customer, the IV pole collar was in place and functioned as designed during the reported event. Root cause: the root cause of this failure was a misaligned IV pole release latch.